Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient underwent primary thr on (B)(6) 2012 for no fracture, performed by dr (B)(6) at (B)(6) hospital. Subsequently, patient experienced multiple episodes of dislocation. Decision was made to open joint. Revision surgery was performed on (B)(6) 2014 by dr (B)(6) at (B)(6) hospital. Acetabular cup was removed and re-oriented. It was also noted that abductors were no longer attached. These were repaired. No infection, wear or loosening evident. X-ray photos may be provided. Patient initials, dob and gender are also provided. No further information available. X-ray received and attached 14 feb - (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. X-rays were obtained and reviewed by engineering confirming the dislocation but not the root cause. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient underwent primary thr on (B)(6) 2012 for nof fracture. Subsequently, patient experienced multiple episodes of dislocation. Decision was made to open joint. Revision surgery was performed on (B)(6) 2014 . Acetabular cup was removed and re-oriented. It was also noted that abductors were no longer attached. These were repaired. No infection, wear or loosening evident.